Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse noticed that at initial boot sequence no fault occurred. Fse removed boom cover and investigated acp4 connections. Fse noticed no connections were loose or causing faults on the system. Fse reseated rear boom cover and tightened cover. Fse later returned to the site and was able to copy all files and perform a functionality test, no issues were found. Fse then rolled patient side cart (psc) to operating room (or) 4 with matching system and powered the system up in normal mode four times and exercise psc¿s boom and op, no errors occurred at any given time. Fse was not able to duplicate errors. Fse left each matching carts with their respective systems in their designated or's. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the fault code 32101 reappeared and requested guidance to disable the boom. The caller also indicated they had not contacted technical support when the fault occurred previously and had moved the procedure to a different room. The technical support engineer noted that system logs were not available at the time of the call, so no log-based troubleshooting or confirmation of recoverability was performed during that interaction. There was no report of patient involvement or reported injury.